Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use. The needle was inserted into a non-boston scientific sheath (sl0) and an attempt was made to perform a transseptal puncture. Tenting was confirmed using an intracardiac echocardiography. When radio frequency was delivered, it did not penetrate even after attempting eight times. Since no microbubble-like substance was observed, it was determined that the needle was defective. Hence, the needle was replaced and transseptal puncture was completed after two attempts. The nrg rf needle was manually reshaped prior to the procedure. The generator was in the "ready" mode when the issue was encountered, and radio frequency was delivered but it failed to cross. The puncture site may have thickened or hardened because it was the third session, but it was only possibility. No patient complications were reported. The device is not expected to be returned for analysis.

Event description:
It was reported that a nrg transseptal needle was selected for use. The needle was inserted into a non-boston scientific sheath (sl0) and an attempt was made to perform a transseptal puncture. Tenting was confirmed using an intracardiac echocardiography. When radio frequency was delivered, it did not penetrate even after attempting eight times. Since no microbubble-like substance was observed, it was determined that the needle was defective. Hence, the needle was replaced and transseptal puncture was completed after two attempts. The nrg rf needle was manually reshaped prior to the procedure. The generator was in the "ready" mode when the issue was encountered, and radio frequency was delivered but it failed to cross. The puncture site may have thickened or hardened because it was the third session, but it was only possibility. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. Based on the available information, there was no evidence found to indicate a manufacturing or design-related issue. Therefore, the reported allegation of failure to cross was not confirmed. However, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle', if the failure was the result of the manual reshaping. Additionally, if the result of the failure was related to improper timing between advancement of the rf needle and the delivery of the rf, the instruction for use warns to 'do not attempt to puncture until firm position of the active tip has been achieved against the atrial septum'.